Event description:
The rn reports she inserted a new 20 gauge IV line and attached the extension set with the removable clave to it to draw blood before connecting to the main IV line. The IV site was started easily with no complications. The clave and extension set had not been flushed/primed because the rn was planning to draw blood samples from it. Adding a saline flush would dilute the blood samples. When the rn attached the blood specimen tube to the clave, no blood was returned. The rn found this unusual since there had been excellent flash-back when starting the IV line. She removed the clave, attached a new one, and had drawn the blood samples without difficulty. She then flushed the new clave and the extension set without difficulty and attached the IV line. Upon inspection of the original clave that came in the package, the rn noted that the clear plastic plunger in the center of the blue clave appeared to be "stuck" and was actually askew so that a small but continuous opening was present from the exterior of the clave port through the interior portion of the clave, specifically between the clave wall and the male adaptor of the clear plunger. When held to the light with the end of the device facing the examiner and the male end facing the light, a small crescent moon shaped light can be seen because the clear plunger inside the clave is offset to one side. The rn did not flush the original clave; it is unknown if fluid will pass both ways through the clave, only that blood cannot be drawn through it. The original clave and its packaging are available in the risk management office. The extension tubing and the blood tube were not saved. No patient harm & no delay in care resulted. The manufacturer has been contacted and will pick up the device/packaging.